Manufacturer narrative:
The following devices were also listed in this report: mrh hdp assembly pack; cat# 6481-2-150; lot# ltd997. Mrh tib rot comp xs-xl; cat# 6481-2-100; lot# 082655. Mrh axle; cat# 6481-2-120; lot# ctd7988. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was disposed of by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was a scheduled knee revision to wash out an infected knee and changing poly along with mrh bushing, sleeve, mrh tibial component and bumper.

Manufacturer narrative:
An event regarding infection involving a mrh tibial insert was reported. The event was not confirmed. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology report, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. It is noted that the re-implantation of the reported devices is considered off-label use. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was a scheduled knee revision to wash out an infected knee and changing poly along with mrh bushing, sleeve, mrh tibial component and bumper. New implants did not fit, the surgeon just re-implanted the old components.